Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted the ins was functionally okay with insignificant anomalies.

Event description:
It was reported that the patient kept a dairy with notes of intermittent checks on the implantable neurostimulator (ins). Patient never switched ins off. Over a period of 2 months the patient kept a diary and would check the ins status at regular intervals every day. It was noted that patient notes matched the times of the diary dates from the clinician programmer report; that the ins had switched off and the patient needed to turn the device back on. There were no patterns identified on when the ins would turn off regarding days of the week and times. It was noted that the ins would always switch off when the patient went for his walk however this was not an isolated incident. Patient walked near a railway station. All electrode and group impedances were checked are within range. Patient symptoms were controlled with the ins was on and returned with the ins was off. Patient was due for an ins replacement on (B)(6) 2013. There was no patient injury. The reason for removal was other. It was noted that the healthcare professional (hcp) suspected ins malfunction. It was later reported that the patient had the ins since ¿may.¿ the hcp was planning on replacing on the day of this report, (B)(6) 2013 due to unexplained turning off. Patient loses therapy and verifies it was off with the patient programmer. No power on resets (por) had been noted and was not off due to low charge level. Adaptive stimulation had been turned off. Impedances were fine, between 900-1400 ranges. The problem had been happening for the past several weeks prior to this report. The frequency was every 1-3 days that it was turning off. It was later reported that a new device was implanted on (B)(6) 2013 after a removal on (B)(6) 2013. Impedances values before case were within normal range. Patient had extreme discomfort when the ins was turned off. The device was replaced with a primary cell and the patient was reprogrammed later in the day and had good stimulation. It was unknown whether this was a device related issue. The following events occurred between (B)(6). Patient could feel security sensors even though stimulation was off. Patient had bad headaches. Patient had a headache with stimulation on. Patient increased settings due to dull headache. Patient¿s headache focused on the right temple and the patient¿s chest hurt. Patient set the stimulation and the effect was immediate. Patient turned down stimulation several times. Patient¿s stimulation turned off on numerous accounts. It was noted that the patient was tired on several occasions. Patient was not aware of security sensors or of going near any electrical field except walking under railroad bridge. Stimulation aggravated discs. It was noted that it hurt and stimulation was off. Patient adjusted stimulation several times. Patient had rough nights with sleep and could not sleep several times. Stimulation turned off when the patient was cleaning and sealing the bathroom ceiling. Patient felt exhausted on a few occasions. Patient¿s right side of head started stinging. Patient felt tired on many days. Patient had a bad headache with stinging pain on the forehead at right temple. It was noted that the patient had pain at the right temple and across forehead. Patient experienced an electric shock type of headache. Patient was too sore to charge. It was noted that the patient had a foggy headache. Patient had a slight tingling at the right forehead. Patient was very sore at the right temple and forehead and right eye. It was noted that the patient¿s chest was sore. Patient had photophobia badly for about 4 hours. It was noted that the patient was short tempered. It was further noted that the patient could not feel stimulation and had a foggy feeling in the forehead area. Patient was sore at the crown of the head around the drill wound. Patient experienced lite stinging at the temple. Patient also experienced both photophobia and phonophobia. Patient could not breathe. The patient was experiencing massive pain, disorientation and vomiting. It was noted that light and sound hurt. Patient had a horrible day. It was noted that the patient was sensitive to light and pain. Patient had set off a security alarm at check out. It was noted that the patient recharged. It was noted that the patient set off alarms. It was further noted that there were two places on the battery the patient could press and feel a charge. Patient could feel an ¿electrical grabbing¿ in the right temple area.**please note that portions of the patient diary were not legible and therefore may not be included in this report**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.